Event description:
It was reported that at implant, defibrillation threshold (dft) testing failed. They planned to program the device off until they could implant an sq array. The device and leads remain in service. No adverse patient effects were reported.